Manufacturer narrative:
Device had been serviced by medical physics before returning to smiths medical for evaluation therefore no useful evaluation possible. File closed as not verifiable.

Event description:
Syringe driver put into use on the day before the event date at 11:05 hrs. Syringe driver checked at 17:10 hrs and noted by staff member that it appeared to be running through too quickly. Checked again at 02:15 on the day of event and found that 4mm of solution was remaining. On checking at 04:15 hrs, the syringe driver was empty. The contents should have lasted until 11:05 hrs. No reported patient injury.